Event description:
Healthcare professional reported, left side rupture. Capsular contracture, baker grade iii and 'micromast'. Healthcare professional, later confirmed, there was no left side rupture. Device remains implanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6). The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a, d6b, h6.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, and "micromast". Healthcare professional later confirmed there was no left side rupture and "micromast". Healthcare professional additionally reported capsular contracture baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Additional, changed, and/or corrected data: a5, a6, d3, g1.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, and 'micromast'. Healthcare professional later confirmed there was no left side rupture. Device remains implanted.